Manufacturer narrative:
It is confirmed that there was no serious injury related to this event, please void the following reports.

Event description:
Allegedly, black particles were found on the surface of the implant, which cannot be detected with the naked eye. Black powder particles can be clearly seen when the implant comes into contact with bone cement. So, user suspected presence of black particles in the implant and bone cement contaminated by implant. Because of implant is fixed with bone cement, the doctor can but wash it with water and put it in patient's body. Similar cases have happened three times, only this case was recorded by photos. According to the statistics, in this hospital, 150 products (product ID:efsrn5pr) has been used in operation.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.